Manufacturer narrative:
Per tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 507 mg/dl; cause was the customer is using fiasp insulin which is not labeled for use with the pump. Tandem technical support educated the customer on labeling. Reportedly, customer did not take any steps to correct elevated bg. Customer continued to use the pump for insulin therapy.